Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that showed the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® urine collection, bulk tube, 8.0 ml 16x100 mm was missing a label on a tube. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is kdt. The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.